Manufacturer narrative:
D10. Serial #: (B)(6), category #: 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm corrected information- d1, d4 all- unknown femoral component, e1 facility name, f10 should be blank, g4 510k unknown, h4 blank.

Event description:
Additional information -revision operative report of (B)(6) 2022- patient revised to competitor¿s devices. Indications- failed left total knee replacement refractory to conservative management. Imaging consistent with failed left knee arthroplasty. Procedure- the femoral component was debonded from the cement and was removed easily. Tibia was removed with minimal bone loss. The patella button was noted to be damaged; it was removed, and the patella was left un-resurfaced. Devices were trialed and then implanted. Dressings were applied and the patient was transferred to the recovery room in stable condition. (B)(6) 2022- post op visit- the patient was doing well and wanted to be discharged home. No other information is available.

Manufacturer narrative:
Pending investigation.

Event description:
Legal case - (B)(6). As reported via legal documentation, this patient is verified left knee primary (B)(6) 2009 with a left knee revision on (B)(6) 2022, approximately 13 years and 1 month after their initial knee replacement. Patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Serial #: (B)(4), category #: 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k033883.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.